Event description:
Patient was receiving norepinephrine at 0.55 mcg/kg/min to maintain their blood pressure. This dose of norepinephrine is a very significant amount. The pump did not alarm but kept going back to new patient screen and giving the message of a distal occlusion. There was no distal occlusion, and the pump went to the new patient screen. The patient did not experience any harm because the registered nurse (rn) was at the bedside to witness the pump's actions. The pump was plugged in, and the battery had been changed one month prior to event.